Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired, cause unknown. Additional information was requested but not provided.

Manufacturer narrative:
Section h3: correction. Section d4; h4: additional information . Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6), was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016, on customer order (B)(4). The heartmate ii lvas IFU rev. C is currently available. This IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had known thrombus with lactate dehydrogenase levels around 3000 u/l. The patient was transitioned to hospice care and expired due to heart failure on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported heart failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6)2020 due to heart failure. (B)(6) was not returned for evaluation. The heartmate ii lvas IFU rev. C is currently available. This IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.